Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city:

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 5-6 atmospheres for 5 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1-initial reporter address (B)(6). E1-initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified media was present inside the balloon material. The device was placed in a water bath at a temperature of 37 degrees celsius in order to allow the media to soften. Once removed, the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the distal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 5-6 atmospheres for 5 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition post-procedure.